Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called and reported that their insulin pump continued to deliver insulin even if they suspended it. The customer had a low blood glucose of 58 mg/dl at the time of the incident. The caller alleged the insulin pump was over delivering because they still saw insulin dripping at the end of the tubing when disconnected from the customer. The customer treated with food and glucose tablets as well as suspending the insulin pump. Troubleshooting was completed. The caller reported the drive support cap appeared normal. It was reported the customer was not disconnected during the rewind and priming sequence. The displacement and self test were performed and both passed. However, the caller reported they could feel the motor still pushing the reservoir to deliver insulin. The insulin pump and reservoir will not be returned for analysis.